Event description:
Pt reported to MFR pt services that she had received a "jolt-shocking sensation" when she went through a theft detector. Her stimulator did not cover her pain after this event. She was unable to adjust her parameters to achieve the level of pain relief experienced prior to the shock. She also stated that she "possibly twisted awkwardly when going through the theft detector". She was advised to contact her physician to have the stimulation system evaluated. Hcp reports that pt had called regarding lack of stimulation and return of pain but did not mention the shocking episode. She returned to the physician for adjustment of her limits on the stimulator on 10/15/1999 and left with the "stimulator working perfectly". Pt at no time related to her physician that she had experienced a shock. Pt manual instructions provided by the MFR with each stimulator advises caution in approach to theft detectors and actions to prevent a shock from occurring.